Manufacturer narrative:
The t:slim g4 pump guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl). Injections were delivered to address bg levels. During system check with tandem technical support, air bubbles were noted in the patient line tubing. An auto off alarm was also noted in the pump history. The contact was able to prime the air bubbles from the tubing. The contact was reminded that the auto off safety feature can be modified and/or turned off. Reportedly, the contact believed the auto off feature contributed to the customer's elevated bg levels and turned the feature off.